Event description:
It was reported that pump displayed cartridge alarm 31 and that caller had experienced cartridge alarms with consecutive cartridges, although issue did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support confirmed repeated cartridge alarms and arranged replacement pump. The customer reverted to an alternate method of insulin therapy.